Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left coronary artery. The 2.25x18mm rx xience pro stent delivery system (sds) was advanced however failed to cross the lesion and the shaft kinked outside the patient anatomy. The sds was simply removed. A 3.50x48mm rx xience xpedition sds was advanced however failed to cross and the shaft kinked outside the patient anatomy. The sds was removed and the procedure completed with another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis of the 3.50x48 xience xpedition noted the hypotube was separated.